Event description:
A rep of a hospital reported that during surgery, the intraocular pressure would not adjust. Per the service request report there was no impact to the pt. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and found a system message in the event log. The host module was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).